Event description:
Pt had a laparoscopic left adrenalectomy. A 12 mm applied trocar was found with a broken piece at the lip. This was noticed at the end of the procedure. There was an associated linear crack as well. The physician and staff were unable to visualize the piece of the trocar within the pt. No x-rays were done as they would not be helpful since the material is not radiopaque. It is still unclear if the trocar is in the abdomen. The decision was made not to proceed with surgical removal due to the pt's body mass, because it is unclear that the trocar is in the abdomen. The pt was notified.